Event description:
A report was received that a pt was having a difficulty charging her ipg. An x ray was taken and showed that the ipg was flipped inside the pocket. The physician recommended that the pt undergo a pocket revision.